Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on2019-jun-17 from the health care provider (hcp) reporting that the system would be removed due to the charging issue and it not working well for the patient. A manufacturer representative was requested to attend the explant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had the ins replaced because it was time to replaced it and it was not MRI compatible. It was reported that after so long, it was not charging and was taking too long to charge. The patient stated that it took over 24 hours to charge. No further complications are anticipated.